Event description:
It was reported that an audible alert sounded for the right ventricular (rv) lead due to high and undefined svc coil impedances. The svc coil also had fluctuations in impedances. The rv coil impedance was also noted to have variations but still within normal ranges. An xray was taken and they suspected a possible micro-displacement. However, the current egm showed evidence of non-physiological noise in the can-to-svc coil vector which is consistent with a svc coil fracture. This would then account for the rv coil impedance variation being related to the svc coil issue. The svc coil was programmed off. It was noted that since the svc coil was programmed off the rv defib coil has remained stable. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtma2q1 crt-d implant date: (B)(6) 2023 , 4798 lead implant date: (B)(6) 2017 , 5076 lead implant date: (B)(6) 2009. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory also indicated the impedance trend of the right ventricular defibrillation coil was rising, the impedance trend of the right ventricular defibrillation coil was variable, the impedance trend of the superior vena cava defibrillation coil was rising, the impedance trend of the superior vena cava defibrillation coil was variable, and observed noise on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.